Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. However, the implanting clinician and curonix training staff believe the tines on the neurostimulator are potentially rubbing against a nerve, tendon, or bone and the pain will improve as the patient heals. The stimulator is used to treat pain. The cause of pain is due to improper surgical technique (incorrect tool, implanting too deep) as the tines on the neurostimulator are potentially rubbing against a nerve, tendon, or bone (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported occasional sharp pain in their groin near their neurostimulator. The patient is going to give it time to heal and will call if there are any changes. As of (B)(6) 2024, the patient is doing good and has only experienced the pain 1-2 times in the last few days.